Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also experienced with wound dehiscence at the implant site.

Event description:
Correction: the previous or initial MDR submitted on may 19, 2025 was filed inadvertently. No infection was present for this patient. The correct date report sent to manufacturer (f13) is august 07, 2025 not april 25, 2025 as previously reported. Per the clinic, the patient underwent a revision surgery on (B)(6) 2025 in order to reposition the receiver/stimulator. However, during the surgery, the electrode was pulled out from cochlea leading to poor sound quality and facial nerve stimulation. Subsequently, the device was explanted on (B)(6) 2025.